Event description:
Complainant alleged that during a routine shift check by a clinical, the device would intermittently not power up. Once the device does power up, the display showed horizontal lines and was not legible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.